Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. There was no injury caused to the patient. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. No lubricant was used to facilitate capsule placement. A scope was used to check the placement of the capsule. The capsule was returned for evaluation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released. The IFU for this device states, press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.